Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off in the middle of the night. The pump was connected to a power source and was able to be turned back on. The customer received a low power alert and a shutdown alarm prior to the pump shutting off however, it could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. In addition, the customer stated it was difficult to take off the cartridge due to the pump being damaged and bent where the cartridge remove tool is inserted. Customer reported blood glucose (bg) level was 400 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.